Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp motor stall recall feb 2013 - dom- 07/31/2019 10:36:33 dwayne davids (ddavids) biomed contact jim liska 860-710-3567 james.liska@lmhosp.org 10/12/2019 09:09:38 dung v nguyen (dnguyen) est rcl to mnr 11/04/2019 06:55:56 lauryne wasan (lwasan) minor repairs needed per dung nguyen, service tech, due to non-alaris door latch assemblu and corroded iui connectors. Repair declined by david george, biomed, at david.george@lmhosp.org as he stated the repairs would be completed on site. Please only complete the recall. 11/04/2019 11:31:35 dung v nguyen (dnguyen) lvp motor stall recall completed. Return unrepair door latch assy third party part. 11/04/2019 13:52:39 christina castaneda (chcastan) 1001901720620000632000132721478129 11/16/2019 10:15:08 joshua monk (jmonk) this file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.